Event description:
It was reported that three days following an uneventful novasure endometrial ablation (done on (B)(6) 2013) the patient reported to the emergency room with "abdominal pain." The patient was admitted to the hospital and "needed to have stool and puss eviscerated [from] the small bowel encountered several liters, it was evacuated out. The distal ilium, 3cm. We eviscerated the small bowel and it was apparent that the distal ilium there was a 3cm full thickness perforation of the ilium with fecal fillage." The patient remains in the intensive care unit. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system can not be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).